Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to med jam. A field service engineer removed medications from latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawers were failed to stay close and prevented the user from accessing medications. The customer reported that this issue resulted in delay to patient care due to the user obtained the medication from pharmacy. There were no adverse events or injuries reported based on this event.